Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm. Subsequently, an altitude alarm occurred. The customer was able to clear the alarm and resume insulin. Subsequently, a cartridge change error occurred during the load process. The customer's blood glucose level was 210 mg/dl. Reportedly, the customer has lantus and insulin pens available as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged occlusion malfunction could not be evaluated as no used cartridges were returned with the device. Additionally, the alleged cartridge change error and altitude alarm malfunctions were unable to be verified.